Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon evaluation of remote transmissions and device interrogation in pre-op during the day of generator change procedure, elevated thresholds and inappropriate auto mode switch episodes, which appeared to be atrial lead noise were observed. Due to the apparent noise on the ra lead, the physician decided to cap and replaced at the time of the generator change. Upon opening the pocket and examining the lead, it was noticed that a lead repair kit must have been used at the prior generator change in 2015 to fix some sort of damage to the ra lead near the pocket. The patient was stable and asymptomatic throughout the case.